Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5 describe event or problem. H6 evaluation method code. H6 evaluation result code. H6 evaluation conclusion code. Device analysis: upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed no outer abnormalities. During functional analysis a test guidewire was successfully inserted through the farawave catheter. The farawave catheter was deployed to basket and flower position and undeployed with no unusual resistance noted. Based upon analysis of the returned farawave catheter, the reported events of difficulty to undeploy and difficulty to withdraw the catheter were unable to be confirmed.

Event description:
It was reported the device was difficult to undeploy and difficult to withdraw. A pulmonary vein isolation procedure for atrial fibrillation was performed using a 31mm farawave. At the conclusion of the procedure, difficulty was encountered undeploying the farwave catheter from basket formation. Before the farawave catheter was removed from the patient, additional force was required to withdraw the farawave catheter into the 13f non-boston scientific sheath. No patient complications were reported.

Event description:
It was reported the device was difficult to undeploy and difficult to withdraw. A pulmonary vein isolation procedure for atrial fibrillation was performed using a 31mm farawave. At the conclusion of the procedure, difficulty was encountered undeploying the farwave catheter from basket formation. Before the farawave catheter was removed from the patient, additional force was required to withdraw the farawave catheter into the 13f non-boston scientific sheath. No patient complications were reported. The device has been received at a boston scientific laboratory and is awaiting completion of device analysis.